Manufacturer narrative:
On (B)(4) 2011, the fse discovered that peri-pump tubing was disconnected from its fitting, which caused the leak. The cause of the disconnected tubing had not been determined at the time of service. Fse replaced the peri pump tubing and the leak was resolved. Fse cleaned the spill from the interior of the instrument. The customer performed qc within their established limits after service was complete. A definitive root cause for this event has not been determined to date. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from the access2 instrument. Hotline assisted the customer to trouble shoot the leak. The customer placed the instrument out of service. No exposure to hazardous fluids or injuries to the user was reported.